Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress incontinence and urethral suspension. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information has been provided.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.